Event description:
It was reported that during preventive maintenance (pm) performed by biomedical technician, the cs300 intra-aortic balloon pump (iabp) unit was failing safety disk leak test. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) suspect device originally distributed as a cs100, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d1, d4(model#, catalog# & UDI#), d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse installed a new crm, machine passed leak tests. The fse then reinstalled the original crm and the unitstill passed leak tests. Cannot verify the original complaint, ran several leak tests and each time the feedback numbers were 0 or 1. The tolerance is 4 pumped on a balloon with no alarms. Machine passes functional, safety, and calibration. Returned the machine to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit was failing safety disk leak test. There was no patient involvement.